Manufacturer narrative:
The pump was received with a button error alarm and had unresponsive down button due to corroded keypad traces. Unable to perform the operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to the unresponsive button. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and the down arrow button was unresponsive. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 420 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.